Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation: no product at hand, therefore an investigation is not possible. The provided x-ray figures give no hints to the root cause of the mentioned incident. An x-ray showed the loosened screw. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It appears that the failure is not product related. It could be possible that the failure is usage related. Rationale: in light of the small amount of information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and device history records (DHR) files a material defect and production error is unlikely. At that time we also exclude a design-related error because the market feedback is unremarkable on this matter. A maintenance failure can also be excluded because this issue is only relevant for instrument. A possible root cause for the mentioned failure could be that the user did not tighten the screw in a proper way.

Event description:
It was reported that there was an issue with the tibial obturator and tibial plateau. On (B)(6) 2019, the patient underwent right knee surgery with implantation of vega devices along with a columbus tibial obturator and tibial plateau. Postoperatively, there was loosening of the screw of the tibial obturator. This was noted during a revision surgery on approximately (B)(6) 2019. The surgeon stated that the loosening had not impacted the need for a revision; the second procedure had been scheduled due to fracture of the tibial plateau. Further information was not provided. Associated medwatches: 9610612-2019-00405 - tibial plateau, 9610612-2019-00409 (this report).